Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in japan where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifier confirmed that the audible alarm was not functioning properly. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.